Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had a lead trail with the physician, but the patient had to go back to the hospital due to decreased sensation and mobility in their legs. The epg was disconnected, and therapy was turned off. Surgical intervention took place where the lead and extensions were explanted to address the issue. It is unknown if the issue has resolved, and the manufacture representative will not be receiving further updates regarding the status.